Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient woke up at 4:30 am on the day of the call with terrible tremors. The patient stated he checked his equipment and it was showing the ins was dead. The patient stated he did a recharge and now cannot turn it back on. The patient stated he was tremoring so bad it was hard to push buttons, etc. The patient stated he could not turn on stimulation by using the white button on the side of the recharger. The patient stated he also tried the remote and it would not work. It was reported the patient was able to turn the device back on during the call and troubleshooting resolved the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the implantable neurostimulator (ins) dying and being unable to turn it back on was due to the consumer not monitoring the battery level as well as they should have so it ran out in the middle of the night. No patient symptoms or further complications were anticipated.